Event description:
Plaintiff was employed as a physician specializing in the field of anesthesiology and critical care medicine who wore and was exposed to latex gloves made by various MFR. Plaintiff alleges developing an asthma-like airway disorder, nausea, vomiting, bronchospasm, cough and syncope. Plaintiff alleges developing a latex allergy.